Event description:
Adult pt reports to md that pt awoke with burning on urination on 05/07/2000. Pt had bactrim available and self-medicated. Md believes urinary tract infection is more likely related to recent cystoscopy than femsoft insert use.